Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the pressure of the cardiosave intra-aortic balloon pump (iabp) would not rise. The pressure regulator was adjusted but would not exceed 370 mmhg. The circumstance are unknown when this occurred, or if a patient was involved.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had pressure regulator related malfunction. There was no patient involved or adverse event reported. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse adjusted the pressure regulator but could only adjust it up to 370mmhg. To fix the issue, the fse replaced the scroll compressor (0119-00-0236) and mufflers (0103-00-0631 and 0103-00-0499), and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The failure analysis and testing department received the following parts associated with this complaint:scroll compressor, mufflers these parts were received with a reported unit failure message of pressure regulator value not increased to 390 +-10. Performed visual inspection of these parts received and parts looks to be in good condition. Installed the all parts into the cardiosave test fixture sn (B)(6) and tested all parts together to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision q. The failure analysis and testing department verified the failure of pressure regulator value not increased to 390 +-10. All parts failed testing. Retaining all parts in the fat dept. As per procedure 0002-07-d008 rev ak. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.